Event description:
During a phone call to technical support for an unrelated event, this peritoneal dialysis pt stated he had been hospitalized "for an infection." Follow up with the pt's peritoneal dialysis nurse confirmed the diagnosis was peritonitis but the date was unk. She stated the peritonitis was due to "touch contamination." Per the pd nurse the pt was hospitalized and received antibiotics. He continues on continuous cycling peritoneal dialysis (ccpd).

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported hospitalization and peritonitis. A supplement medwatch report will be submitted upon completion of the physician assessment and plant investigation.